Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. Analysis was unable to verify for pump alarms and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons stopped working after the insulin pump got exposed to moisture. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.